Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted that during placement of atrial lead, the right ventricular (rv) lead dislodged. When attempting to reposition the rv lead there was difficulty retracting the helix. Tissue was noted on the lead tip. The lead was attempted / not used and replaced. It was then noted post operatively that intermittent loss of capture and rising thresholds was noted on the replaced lead. X-ray confirmed slack had pulled back. A revision procedure was planned. No patient complications have been reported as a result of this event.